Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 3/4 was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient (hp) stated the supply bag had become undone. The hp stated that the supply bag fell and disconnected. He stated that he had the supply bag on a stand and it wobbled and fell during the therapy. He stated that he didn't even notice that it fell until later in the therapy. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell 3 of 4. The hp stated the supply bag had become undone. The technical service representative (tsr) had the hp cycle power to clear the alarm, explained a se 2240 indicates a large amount of air has entered setup and helped the hp get the supplies off the hc. The hp stated they would finish therapy with manual supplies. The tsr reviewed proper procedures per the user manual with the hp. The patient was involved, but there was no patient injury or medical intervention reported. No further information is available at this time. A follow up was made via phone call. The hp stated that the supply bag fell and disconnected and he resumed with manuals that night. He stated he notified his nurse and there was no injury as a result. He stated that he had the supply bag on a stand and it wobbled and fell during the therapy. He stated that he didn't even notice that it fell until later in the therapy. He stated that he knows to set up correctly to avoid this problem again and is resuming therapy on the cycler. He stated therapy is going well and did not report any injury or medical intervention.